Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a clinic follow-up, the device was found to be in backup vvi (bvvi) mode resulting in a loss of high voltage therapy on a pacemaker dependent patient. The cause of the bvvi was found to be off-label MRI exposure. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.